Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the reporter's complaint could not be confirmed. The device was tested and the complaint could not be duplicated. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during antresia repair surgery it was observed that the console and motor device had an e6 error. The reporter was unable to determine which device was the cause of the error. There was a fifteen minute delay to the surgical procedure and a spare device was available for use. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. The reporter could not clarify the exact event date. Although the reporter clarified the event occurred in august, 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.